Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing black particles in the humidifier chamber. There was no serious patient harm or injury reported. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing black particles in the humidifier chamber. There was no serious patient harm or injury reported. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer received the devastation auto CPAP with humidifier, modem, heated tubing, power cord and supply for evaluation. The initial complaints were of a burning plastic odor, headache, black particles in the water chamber and a dime size melted spot on the device. There was no report of smoke, flames, voids or medical intervention. The external investigation found the upper enclosure had two dime size visible melted spots near the humidifier connector and in the vertical wall above the air intake. No voids were visible in either melted spots. The power cord and power supply both provided the correct voltages, the humidifier plate does not heat and the heated tubing is functional. The internal investigation observed discoloration and charring of the pca in a location that is consistent with the melted portions of the upper enclosure. The fb4 component on the pcb sustained the most damage and appears to be the likely point of origin for the thermal event. There was no evidence of sound abatement foam damage or degradation. The technician was able to confirm the complaints with the likely cause of the fb4 component failure on the pca. No black particulate was observed in the airpath. The manufacturer concludes no further action is needed at this time. There was no report of serious harm or injury.